Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of these photos indicated a retraction issue causing operational difficulties. Furthermore, ten retained samples were function tested, and all retracted as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: other harm- activation during use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle retracted while inside the patient's vein. This obstructed the visibility and location of the needle; code silver was activated for medical assistance because the body of the needle was still not located. The corresponding medical check-up was performed, as well as a soft tissue ultrasound to ensure that the material did not remain in the patient's body, but when the material was inspected, the needle was found in the device on unspecified number of devices.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for pre-activation during use was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of pre-activation during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of pre-activation during use based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle retracted while inside the patient's vein. This obstructed the visibility and location of the needle; code silver was activated for medical assistance because the body of the needle was still not located. The corresponding medical check-up was performed, as well as a soft tissue ultrasound to ensure that the material did not remain in the patient's body, but when the material was inspected, the needle was found in the device on unspecified number of devices.